Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's pump received a pump error alarm during normal use. Their blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm due to a software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.